Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot# va2bmaf, implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2bmaf, ubd: 14-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's implant was moving starting on saturday, and they inquired if this was normal. A general overview of the implanted system was reviewed. The patient further clarified that they stood up to go to the bathroom and felt a "pop feeling," and felt the ins flip for the first time. When they put their hand on the ins, they could feel the ins poking out at the corner. When they put their hand back on the ins, the ins went straight up and down again. They mentioned they were not very active. They also mentioned on the call that the ins was flat. They thought this was happening "because the muscle [was] pushing it," and reported when they stood up, the ins went flat, and when they moved again, the ins "goes straight up and down." It felt like the ins may be flipping, but they could not tell if it was flipping. They described it as doing a somersault, or "going from flat to standing." They also reported they were having horrible pain in their tailback, and stated due to this, they were concerned the ins and leads had moved. They did not know where the leads were located, but reported their tail bone hurt really bad and felt swollen. They denied any trauma to the implant site or falls. They had been in bed for "like 18 hours" due to this. Their managing healthcare provider was out of town, but they had an appointment with a physician's assistant the day of the call. They inquired about interventions to address this. The role of the help line was reviewed and the patient was redirected to discuss with their healthcare provider and have the ins and lead checked. A number was provided for the healthcare provider if needed. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. The following day, the patient called back and said they had already been to the doctor. They mentioned the "pop" they felt on saturday and how painful it was. When they sat, they could feel the corner. They saw the doctor's physician assistant yesterday and they said the stimulator was not sticking out. The physician assistant talked to the surgeon and they said the patient did not get 50-75% relief of symptoms. The patient noted they had 100% relief of urine retention and had not had to catheterize since they got the implant. They turned off the stimulation yesterday and had constant pain in their tailbone. If they touched a spot, they had nerve pain. It caused a shooting pain in their back and down like a nerve through their butt. The physician assistant would not say "what it was there." The patient mentioned a tiny bruise there. The doctor said it needed to come out. They did not say when it needed to come out, and the patient wanted to know that it was ok in their body until it came out. It was explained this was a medical decision. The patient noted they had a lot of illness and comorbidities; their heart beat really fast and they had chronic infections (not alleged related to device/therapy). They had been sick and on rest the entire time since implant. Their ankles swelled up after the first and second surgery, and they had been to the emergency room (ER) a couple of times (not alleged related to device/therapy). Their pulse increased. They had been referred to mayo (not alleged related to device/therapy). They had been mostly in bed, but noted their son was graduating and they were going to be very active in the next three days and were concerned it would cause more harm. They wanted to know if it would damage the nerves. It was explained this was a medical question and that the product was meant to withstand the body, but if it was causing discomfort or if they had a change in symptoms, they should contact their doctor. They called back later that day to report that since saturday, the ins was moving and spinning in the pocket. Stimulation was off and they had pain causing them to stay in bed. They did not know if the device was pinching a nerve. They had been sick and had four urinary tract infections (utis) since the device was implanted (not alleged related to device/therapy). They said the device was effective because they were able to urinate on their own, but they had not felt right since implant. Adverse events in the patient therapy guide were reviewed and it was confirmed the patient could see a different doctor.